Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000139433.

Event description:
It was reported that the patient was unable to enter MRI mode. When attempting to set the ipg to MRI mode with their cp, the device displayed the "MRI is not advised" message. Upon further investigation. System diagnostics recorded high impedance on the lead and some positional changes would shift the contacts to low, but when maintaining a position, the low impedances cleared but the MRI not advised messaged still remained. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.